Event description:
The pressure wire was prepped in the normal way and it was flushed in the hoop and connected to pressure box to normalize and balance. Then, it was inserted into the patient, but the wave form was all over the screen. Some time was taken to see if it would take 20 seconds to right itself, but it wouldn't normalize. It was removed from patient, flushed, and connections all checked and reconnected and re inserted, but it still wouldn't normalize. There was lots of troubleshooting and it took some time to re check all connections, etc. The patient was not affected.